Event description:
During instrumentation of a liver on the ocs system in the donor or, a leak was identified at the hepatic artery connector, specifically at the junction where the white plastic cover meets the connector body. The leak was temporarily sealed using dermabond glue, allowing perfusion to resume and the organ was subsequently transferred to a new ocs liver system prior to transport to the recipient site. The organ was ultimately declined for transplant due to concerns over rising lactate trends (which subsequently stabilized) and biopsy timing. Biopsy results obtained after turndown showed minimal necrosis (5%), and lactate levels eventually normalized. The abnormal lactate increase following transfer to a new ocs was likely a transient reaction investigation summary: inspection of the returned hepatic artery connector revealed a leak from the pressure transducers within the connector. Two components within the transducers separated. The root cause of the separation is under investigation with (B)(4) supplier.